Event description:
During testing at the service center, the device could be programmed while the lockout switch was in the locked position. There was returned to service with a report of, "unable to lock the keypad." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken switch on the peripheral circuit board. This report represents all the information known by the reporter upon query by hospira personnel.